Event description:
It was reported that the li61se intraocular lens was removed intraoperatively due to bent haptic. The incision was enlarged to remove the lens. A backup lens was successfully implanted. The surgeon used a ez-28 delivery device during surgery. This report refers to the pt's right eye. Add'l info has been requested. Please reference MDR# 1119279-2012-00223 for the delivery device.

Manufacturer narrative:
The lens has been returned to b+l and is currently under eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.